Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to review therapy. The initial drain volume was 902ml, last fill was 550ml, total fill 1085ml, total drain 1285ml, and ultrafiltration of 2038ml. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and is currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue of iipv- adult was confirmed, but was not duplicated during pal evaluation. Probable cause was determined to be an off cycler exchange. The device was determined to meet specifications for the complaint of iipv-adult. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The root cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate. This issue is being investigated through CAPA.